Event description:
The user reported that the handpiece collet and holes in the hub of the blade would not align. Furthermore, the customer reported that there is no substitute for this blade; and therefore, the surgeon modified the procedure by using three additional burs and another handpiece. The mandibular osteotomy was completed successfully without patient injury. It was also reported that the pt was under anesthesia at this time and surgery was delayed for about 15 minutes.

Manufacturer narrative:
To date, this handpiece has not been received for investigation. A follow-up report will be sent upon receipt of the device and completion of an investigation. Associated reports: 1017294-2008-00191, 00192, 00193.